Manufacturer narrative:
Concomitant medical products: 419478 lead, implanted (B)(6) 2016; 6725 pin plug, implanted (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after completion of the implant procedure, a device interrogation determined that the right ventricular (rv) lead and left ventricular (lv) lead were reversed in the connector of the patient's cardiac resynchronization therapy pacemaker (crt-p). The pocket was reopened and the two leads connected in the correct header ports. The system remains in use. <(><<)>end>

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.